Event description:
Pt developed post op low fever and drainage. Surgeon reported the pt did not respond to oral antibiotics. Pt was taken to or for irrigation and drainage of purulent material and was closed over drains surgeon is not sure if infection or reaction. Cultures performed isolated mycobacterium fortuitum. Exact date of initial surgery is unk. This device is used for treatment.

Event description:
Patient developed op low fever and drainage. Surgeon reorted the patient did not respond to oral antibiotics. Patient was taken toor for irrigation and drainage of purulent material and was closed over drains. Surgeon is not sure if infection or reaction. Cultures performed isolated mycobacterium fortuitum. Exact date of initial surgery is unknown but possibly november or december 2005. This device is used for treatment.

Manufacturer narrative:
Snce the lot number was not provided the device history could not be reviewed and the manufacturing date could not be determined. The surgeon could not identify if the patient condition was related to a reaction or an infecton. However, the organism isolated from patient is commonly found in sil and water. No other complaints for the same prt number and condition have been received. Despite the attempts performed to obtain informaton, it remains unknown if other materials were also implanted in the patient. Enhanced bacterial infectivity and minimal acute inflammatory tissue reacton are common adverse reactions to non-absorbable sutures referenced in the product dfu. Patient sensitivity to the material being implanted should always be considered by surgeon prior to surgery. The cause of this event could not be determined from the information available.